Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. Information contained in this report was previously submitted through asr / psr on 28-jul-2010. For asr (B)(4).

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having had right side moderate breast pain. Later, healthcare professional reported "breast reconstruction". Device has been explanted.